Event description:
It was reported that during follow-up, post-sensed t-wave oversensing was observed. Programming changes were recommended but not made at this time. Patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.